Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo showed there was a crack in the minicap. The reported condition was verified. As the cracks were observed during use, the possibility that the cause was related to the manufacturing process was excluded. It was determined that the most likely cause was user-related, specifically with the closure of the caps. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as due to ¿approximately seven minicaps experienced rupture at the moment that they were installed¿. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) meropenem (dose, frequency and duration not reported). On an unknown date, treatment was changed to ip cefazolin (ongoing, dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and was reported as ¿good condition at home with clear effluent¿. Pd therapy was ongoing. No additional information is available.